Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: the patient demographic info: age, weight and bmi at the time of index procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/ concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/ device implantation? Were there any intra-operative complications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Were there any pre-existing signs/ symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2015 for stress urinary incontinence and mesh was implanted. On (B)(6) 2020, the patient returned to the hospital with fever, pain and inoculation from wound cicatrice and portio. The patient was put on antibiotic treatment. On (B)(6) 2020, it was found that the inoculation from wound cicatrice shows strong growth of bacteria, however, the patient was already in relevant treatment. No further information is available.